Manufacturer narrative:
Additional information was requested, and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Unfortunately the data that we used for this article were all anonymised so it is not possible to know whether the cases in this article were reported to ethicon. Does the surgeon believe that ethicon product (tvt) involved caused and/or contributed to the post-operative complications described in the article? The company name is not included on the database when surgeons fill out their data so it is not possible to say whether it is ethicon. Does the surgeon believe there was any deficiency with the ethicon product (tvt) involved? The drop down option was "retropubic mus-tvt".

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tvt) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (tvt) involved? Patient demographics. Citation: am j obstet gynecol 2019;220:371.e1-9; doi: https://doi.org/10.1016/j.ajog.2018.12.018.

Event description:
Title: the effect of body mass index on retropubic midurethral slings the aim of this study was to evaluate the effect of body mass index (bmi) on patient-reported outcome measures by analyzing midurethral slings from the british society of urogynaecology database. Between 01jan2007 and 27jan2016, a total of 11,859 patients had bmi data that underwent mid-urethral sling-tension free vaginal tape (mus-tvt) (gynaecare, ethicon) or advantage and advantage fit. Reported complications included new oab (n=?); worsening of stress urinary incontinence (sui) (n=?); perforation (n=?). In conclusion, the results suggest increased body mass index is associated with poorer outcomes after midurethral sling surgery, and that patients should be given the opportunity to change their body mass index..